Manufacturer narrative:
Visual inspection of the two expedium 6.35 ti single innie setscrews were returned for evaluation. Setscrews were removed from both polyaxial screws with minimal force required. The drive feature presented with deformation of the hexlobes but could still be driven using an x25 driver. Threads on both setscrews indicated no defects or any anomalies. A review of the device history record for the expedium 6.35 ti single innie setscrews found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12-month review of the complaint trend analysis for the expedium 6.35 ti single innie setscrew was conducted on the specific product code from this complaint as the product family does not exist for this device. It was noted that there were no related complaints associated with the hexlobe feature becoming deformed. In this complaint there was no harm to the patient nor could harm be expected if the fault were to recur as documented in the decision tree. Review of complaints found no significant trends. The root cause of the expedium 6.35 ti single innie setscrew hexlobe feature becoming deformed cannot positively be determined. However, noted damage suggests that the hexlobe feature was subjected to a higher than anticipated stress load upon setscrew insertion resulting in hexlobe deformation. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.

Event description:
It was reported that two set screws were firmly stuck into place in the screws and could not be torqued during a removal surgery. After attempting to turn the screws several time, the threads of both the screws and set screws were stripped. The physician cut the rod and removed the screws along with the rod which resulted in a 90 minutes extension to the time of the revision surgery. No adverse consequences to the patient were reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation. The incidents in this report are associated with the devices reported in MFR report #s 1526439-2014-10209, 1526439-2014-10210, 1526439-2014-10211, and 1526439-2014-10213.